Manufacturer narrative:
Additional/changed and/or corrected data : b.6., d.1., d.4., g.1., g.5., h.4. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Explanting physician reported device rupture. The device has been removed. Affected side unknown.

Event description:
This record relates to the right side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Affected side unknown.

Manufacturer narrative:
The reason for reoperation is rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported device rupture. The device has been removed. This record relates to the left side.